Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached from the pull wire. The detached guide catheter, push catheter and pull wire were kinked and bent in several locations. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. The condition of the returned complaint device was consistent with the reported event of guide catheter broken. Based on the product analysis, most likely some operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. Bound by kinks and bends, the device would become unable to deploy the stent. Continued effort to deploy the stent likely caused detaching of the guide catheter. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stenting procedure in the common bile duct performed on (B)(6) 2016. According to the complainant, during removal of the delivery system after stent deployment, the guide catheter broke and remained in the duodenum. The proximal portion of the broken guide catheter remained partially in the scope; however, the physician was required to use forceps to remove the broken guide catheter from the patient. The flexima rx biliary stent was successfully implanted and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stenting procedure in the common bile duct performed on (B)(6) 2016. According to the complainant, during removal of the delivery system after stent deployment, the guide catheter broke and remained in the duodenum. The proximal portion of the broken guide catheter remained partially in the scope; however, the physician was required to use forceps to remove the broken guide catheter from the patient. The flexima rx biliary stent was successfully implanted and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.